Manufacturer narrative:
The reported complaint of failure to remove the setscrew and lead from the header was confirmed. Analysis revealed the ventricular setscrew was partially stripped. This indicated a partial wrench insertion into the setscrew inset. With partial wrench insertion, the wrench can lose grip on the inset walls and begin to strip the inset. Nothing was found in the setscrew inset or the setscrew/connector block threads to cause the problem with removing the setscrew. This problem was the result of the user¿s incorrect use of the torque wrench. Additional analysis revealed the device was in elective replacement indicator.

Event description:
During a routine device exchange procedure, the set screw could not be removed from the device. This resulted in the lead being unable to be removed from the header of the device. The physician needed to physically break the header of the device in order to successfully detach the lead. A replacement device was successfully connected to the lead and implanted to resolve the event. The patient was in stable condition.